Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was then implanted with an obtryx sling on (B)(6) 2012. As reported by the patient's attorney, the patient underwent an obtryx mesh revision procedure on (B)(6) 2018 due to mesh erosion. On (B)(6) 2018, the patient underwent exploratory surgery for mesh and received an autologous fascia sling. Boston scientific has been unable to obtain additional information regarding the event to date.